Event description:
Two care givers where trying to do a lift with a 215 lbs patient that was swinging his arms and not sitting still. The lift fell over bruising the wrist of one of the caregivers and scratching the patient. MFR # 8030916-2013-00095.